Manufacturer narrative:
Lead. Blood/body fluid was noted inside the terminal pin opening. The insulation was bunched and abraded and the proximal spring was stretched. The proximal end of the distal spring electrode was separated from the lead body insulation. This damage is consistent with the lead having been caught, pulled with great force, and then let go. The lead passed continuity testing which confirmed there was no fracture. Overall, analysis was unable to confirm the allegation made against the lead in the field.

Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead was positioned but exhibited high threshold measurements. The lead was repositioned but the thresholds were still high. The rv lead was eventually remove and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.